Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the pump met the empty reservoir due to a scheduling error. The etiology was updated from programming/refill to other etiology : scheduling error. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 250 mcg for a total dose of 91.94852 mcg/day, compounded baclofen 3000 mcg for a total dose of 1103.38222 mcg/day, and bupivacaine 20 mg for a total dose of 7.35588 mg/day via an implantable pump. It was reported on (B)(6) 2019 the alarm date for the empty pump was (B)(6) 2019, but the patient's pump fill appointment was not scheduled until (B)(6) 2019. The device alarm occurred regarding empty pump alarm. The pump was refilled on (B)(6) 2019. The outcome of the event resolved without sequelae on (B)(6) 2019. The device diagnosis was other empty pump reservoir and the clinical diagnosis was device alarm occurred regarding empty pump reservoir. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. It was noted to be related to programming/refill. The event date was (B)(6) 2019. No further complications were reported.